Manufacturer narrative:
(B) (4) - limitation in eye abduction - retracted eye: conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch bl5bjln; batch bp5bbzn.

Event description:
It was reported that a pt underwent strabismus surgery on (B) (6) 2010 and suture was placed thru the vagal rectus muscle and tied into the sclera. One day after the procedure, during check up, the surgeon noticed the eye was not moving. The surgeon found the suture tied to the sclera but ripped. The vagal rectus was with part of the suture and the other part was on the sclera. The pt underwent re-operation on (B) (6) 2010. The medial rectus was difficult to find. Today, the pt has limitation in abduction and the eye is retracted.